Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix was bent, and this may contribute to the rotation issue. The lead was received with stylet in the lead. Stylet received is kinked/bent on the distal end. A fresh 52cm blue j-shaped stylet was able to be passed through the lead. Guidewires are not used with an active fixation lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead helix would not extend, and it was not possible to insert the guidewire into the lead. The lead was not implanted and another lead was used. The patient is a participant in the service rythmologie study. No patient complications have been reported as a result of this event.